Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a fiber optic reading error. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found multiple error codes in the system referring to the fiber optic module. After replacing the fiber optic assembly, the fse performed a full calibration, and tested the unit. The unit passed all testing to meet manufacturer specifications. The iabp was cleared for clinical use, and returned to the customer. A supplemental report will be submitted upon receipt of new information.

Event description:
N/a.